Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent resection of scar tissue on (B)(6) 2010 due to pelvic pain/dyspareunia. It was reported that the patient underwent clipping of mesh before (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: following insertion, the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. On (B)(6) 2010, the patient underwent a resection of scar tissue due to pelvic pain and dyspareunia. (B)(4) ¿ urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4): it was reported that the patient had a cholecystectomy and hysterectomy with bso on (B)(6) 2012.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.